Event description:
Patient reported that the v-go device did not stay attached to the body. The patient stated that the v-go device would fall off during her second shower after only being worn for 10 hours or more. She stated that she would have to sleep with an ace bandage around her abdomen in order for it to stay applied to the body.